Event description:
It was reported that the patients pump was explanted due to infection. No other information was provided at this time. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).